Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and insulin injections were administered to address the high bg level. The customer did not know the cause of the high bg. As the high bg had occurred in the past, tandem technical support was unable to troubleshoot and advised to speak to a healthcare provider about the event.